Event description:
An electronic report was received from a peritoneal dialysis user facility rn who was reported that the patient adapter set fell off the catheter while doing a pd exchange. A call was placed to the rn at this facility and additional information on the event has been received. It was learned that for this event, this was the original adapter that was initially placed. And for this event, the adapter fell off while dialyzing. There was no report of injury or ill effect. The patient did receive one prophylactic dose of intraperitoneal antibiotics for this event. The patient is able to continue peritoneal dialysis as ordered. A sample is available for evaluation.